Event description:
Reportedly, on (B)(6) 2012, the atrial lead impedance was > 3000 ohms and absence of atrial pacing was observed; the pt suffered from the pacemaker syndrome. The physician thought that the lead was damaged and decided to replace it. One month later, the atrial impedance was again > 3000 ohms and the ICD did not pace in the atrium. A reintervention was scheduled on (B)(6) 2012. During the interrogation, the impedance of the atrial lead was > 3000 ohms, with no capture; however, there was an atrial sensing > 1 mv. Before reintervention, the lead seemed to be still attached to the same place. After the pocket was opened, a pull test was performed and the lead remained tightened. In addition, the visual inspection was normal. The lead was disconnected and normal measurements were obtained with the psa (impedance: 590 ohms, sensing > 6 mv, threshold < 1 v / 0.5 ms). The atrial lead was reconnected to the ICD but atrial impedance was > 3000 ohms with absence of capture. The physician decided to replace the ICD. The subject ICD involved in this MDR report was returned for analysis. No anomaly was observed with the new ICD.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.